Manufacturer narrative:
(B)(4). Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, in situ measurements show abnormal results. There has been no report of illness or injury. It is unknown if hearing performance with the device is affected. Further medical intervention is considered.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033).additional information: reportedly, in situ measurements showed two channels involved in one short circuit, for reasons that could not be determined. One channel was deactivated and the recipient was re-fitted. The device remains implanted and providing benefit to the user.

Event description:
Reportedly, in situ measurements show abnormal results. There has been no report of illness or injury. It is unknown if hearing performance with the device is affected. Further medical intervention is considered.